Event description:
It was reported that the insulin pump alarmed button error and the numbers were scrolling. Customer stated that the insulin pump may possibly be exposed to sweat. Customer's blood glucose reading at the time of the call was 446 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or scrolling numbers noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.